Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath was leaking from the valve during flushing. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred.

Manufacturer narrative:
H3 device evaluated by MFR: the returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During flushing, fluid was leaking from the hemostatic valve of the faradrive steerable sheath. The procedure was successfully completed with a new faradrive steerable sheath. No patient complications occurred. The device is expected to be returned for analysis.